Event description:
It was reported to tyco healthcare/kendall on 04/02/2008 that a customer had an issue with a heparin prefilled syringe. The customer states: I suffer from crohns disease and for the last 4-6 weeks I have been getting flare ups with abdominal pain and gas. Testing was done on my small bowel and an upper endoscopy (with biopsy). The results were non significant, but they think I might have bacterial growth. I am using antibiotics and an anti bacterial medication. The antibiotic did not help so my physician started an antibacterial medication. I am not aware of the names."

Manufacturer narrative:
Submit date 04/14/2008. An investigation is currently underway, upon completion the results will be forwarded. These reports are being filed in accordance to the april 8th FDA guidance.